Event description:
The pt was implanted with a left ventricular assist device (lvad). A device tracking form was received by the MFR which indicated that the pt expired with the cause of expiration being "unk at this time - pt found at home." An autopsy is currently pending. Additionally, a case report form was also received which denoted the pt had disconnected from the controller. The event history confirmed controller power leads and driveline disconnects causing the pump to stop.

Manufacturer narrative:
The pump was not explanted and no lvas equipment was returned for evaluation. The reported event of power cable and pump disconnections were confirmed via the submitted log file evaluation. The power cable and pump disconnections were consistent with the report of the patient being disconnected from the system controller. At least one system controller power lead must be connected to a power source at all times. If both power leads are disconnected at the same time, the pump will stop. The system controller was restarted four times before the end of the log file. No other atypical alarms were captured and the pump speed remained above the low speed limit prior to the first system shutdown. The system appeared to be operating as intended. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The MFR was advised that the pump was not explanted and will not be returning for evaluation. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.